Event description:
Customer's daughter reported that on (B)(6) 2015, in the morning, customer was not feeling well, so he performed a test using his wife's adc blood glucose meter and received a reading of 320 mg/dl, which was higher than he felt. Caller further reported the customer self-administered 10 units of humulin insulin in response to the reading and then 20 minutes later experienced both a seizure and a loss of consciousness. Paramedics were called and upon arrival checked his blood glucose (no result provided) and transported him to a local healthcare facility. At the hospital, customer was diagnosed with hypoglycemia and treated with unspecified "IV injections". No further information was provided as the caller declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The customer's meter has been returned and an investigation utilizing the returned meter and retained test strips, (lot number: 1476606) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. A review of the meter's internal memory log located a result of 327 mg/dl received at 22:39 on (B)(6) 2015. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.